Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant, the lead helix was tested and it would not extend. Multiple attempts were made to extend the helix, without any success, including manipulation of the lead. The physician decided to use a different lead, which was implanted successfully. After the implant, the initial lead was tested again, and the helix was finally able to extend after forcefully pushing the helix out. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.